Event description:
During a lumbar interbody fusion procedure, it was noticed that a portion of the hose that attaches to the foot pedal had a hole. The procedure was completed with back up equipment. There is no reported adverse consequence to the user or pt as a result of this malfunction.

Manufacturer narrative:
The handpiece was received and the alleged complaint was verified. The hose was replaced and preventative maintenance was performed.